Event description:
Account states the drain was implanted in 2000 for a hematoma that resulted from a bilateral breast implant. The drain was being removed in 2000, when it fractured and a small piece potentially remained in the pt.